Manufacturer narrative:
Follow-up received on 04-mar-2016: product technical complaint (ptc) investigation and final assessment were received: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up information received on 28-mar-2016 from physician: the patient had severe pain since the procedure; she opted for a hysterectomy and, at the reporting time, was pain free. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain and bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. The reported events, regarded as pelvic pain and genital bleeding, are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering events nature, the lack of alternative explanations, and since she was pain free after the hysterectomy, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6)2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent sterilization. The patient had a hysterectomy on (B)(6) 2015. She had been complaining of pain and bleeding prior to surgery. Hcp (health care professional) was not sure if symptoms were related to essure or not. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain and bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. The reported events, regarded as pelvic pain and genital bleeding, are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering events' nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.